Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor calibration was out of specifications. The issue of unable to prime was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the force sensor calibration was out of specifications. The issue of unable to prime was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.